Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma - late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; small fluid collections.

Event description:
Patient reported pain and questions about recall, this is for the right side. Device remains implanted. Patient later reported via ultrasound "presence of folds of elastomer in the right prosthesis, associated with small liquid collections, the largest at the junction of the medial quadrants." Physician reported capsular contracture, baker grade iii.